Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficult to dial/dose. The customer reported blood glucose value of 44 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-105 elblna. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue to use the device, mmt-105 elblna was requested and the device was returned.

Manufacturer narrative:
Investigation findings code 758,investigation conclusions 140. Per visual inspection: no physical damage noted to cartridge holder and inpen front and back shell. Unit also received with broken pocket clip. Inpen paired to the commercial app. Inpen received with leadscrew 1/4 of travel. Dose knob rotated freely with no interruption. However, lead screw was received bent making it impossible to fully retract and dose. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to perform leadscrew reset torque test due to bend leadscrew. Inpen passed front cap investigation. In conclusion: bent leadscrew can affect insulin delivery. Therefore, the customer concern of difficult to dial/dose and leadscrew anomaly was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.